Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported, the pt received less medication than intended. At an unspecified time, the device was programmed in the pain management mode, for continuous delivery in mcg/ml, to deliver fentanyl 4 mcg/ml, at a rate of 100 mcg/hr, with a container size of 250ml, and air sensitivity was on. At an unspecified time, delivery was started. At approx 1100 during review of the shift totals, the nurse noted the device display indicated a "low bag volume," however, approx 70ml remained in the solution container. At that time, the device was reprogrammed to include the remaining solution in the container and therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.